Event description:
Drain placed suprapubically following a bilateral ureteral reimplantation. During removal attempts ten days later, the drain head separated from the shaft and remained inside the pt's bladder. Pt was anesthetized and broken drain portion was removed transurethrally.